Manufacturer narrative:
H6 (device code) updated. D3: and g1: (fax and phone number) corrected.

Event description:
Reportedly, during a follow up performed on (B)(6) 2021, an increase in the impedance of the rv pacing threshold, rv tip, svc coil and rv coil of the subject ventricular lead was identified. The lead trend showed that the lead impedance was gradually increasing. No issues were identified with the ra and rv sensing amplitudes.

Manufacturer narrative:
B5 updated.

Event description:
Reportedly, during a follow up performed on 02 aug 2021, an increase of the rv tip, svc coil and rv coil impedances and pacing threshold,of the subject ventricular lead was identified. The lead trend showed that the lead impedance was gradually increasing. No issues were identified with the ra and rv sensing amplitudes. During a follow-up performed on (B)(6) 2021, it was confirmed a high ventricular lead impedance, with a gradual increase since immediately after implantation. The impedance of rv coil and svc coil were also increasing. Pacing was not possible even at 6.0v/1.0ms. A re-intervention was performed on (B)(6) 2021. An attempt was made to remove the subject lead, but it was torn off at the rv coil and was abandoned in the patients's body. The partially retrieved lead was discarded in the hospital due to severe damage. A non-microport lead was implanted. The associated ICD was also replaced.

Event description:
Reportedly, during a follow up performed on (B)(6) 2021, an increase in the impedance of the rv pacing threshold, rv tip, svc coil and rv coil of the subject ventricular lead was identified. The lead trend showed that the lead impedance was gradually increasing. No issues were identified with the ra and rv sensing amplitudes.

Event description:
Reportedly, during a follow up performed on (B)(6) 2021, an increase of the rv tip, svc coil and rv coil impedances and pacing threshold,of the subject ventricular lead was identified. The lead trend showed that the lead impedance was gradually increasing. No issues were identified with the ra and rv sensing amplitudes. During a follow-up performed on (B)(6) 2021 it was confirmed a high ventricular lead impedance, with a gradual increase since immediately after implantation. The impedance of rv coil and svc coil were also increasing. Pacing was not possible even at 6.0v/1.0ms. A re-intervention was performed on (B)(6) 2021. An attempt was made to remove the subject lead, but it was torn off at the rv coil and was abandoned in the patients's body. The partially retrieved lead was discarded in the hospital due to severe damage. A non-microport lead was implanted. The associated ICD was also replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow up performed on (B)(6) 2021, an increase in the rv impedance, rv pacing threshold, svc coil and rv coil continuties of the subject ventricular lead was identified. The lead trend showed that the lead impedance was gradually increasing. No issues were identified with the ra and rv sensing amplitudes. During a follow-up performed on (B)(6) 2021 it was confirmed a high ventricular lead impedance, with a gradual increase since immediately after implantation. The impedance of rv coil and svc coil were also increasing. Pacing was not possible even at 6.0v/1.0ms. The subject lead will be explanted.

Manufacturer narrative:
Case re-opened. B5 updated. H6 codes updated (medical device, health effect and component).